Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection. The patient reported undergoing an unrelated spinal fusion surgery approximately three (3) months ago. The physician elected to explant the evoke scs system. During the explant procedure, the patient experienced a cardiac event; the explant procedure was not completed. The patient remained under observation in hospital setting for a few weeks and was recently discharged. The physician did not allege that the evoke scs system or subsequent procedure caused or contributed to the cardiac event.